Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. See scanned page. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose history. There were no carbohydrate count or insulin dosages provided. The pod was deactivated and he thinks the cannula had come out of the infusion site.